Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the ground connectors to the reagent pickup tubes were loose. The connectors were tightened resolving the reported issue. Per conversation with the customer, the instrument is operational without any further issues. (B)(4).

Event description:
The customer reported a coulter lh 500 hematology analyzer generated voteouts for platelet (plt) results with suspect messaging for patient samples. There were no erroneous numeric results generated. The customer stated a manual slide review was performed and reported out of the laboratory. There were no erroneous results reported out of the laboratory and patient treatment was not impacted in connection with this event. Instrument result printouts and manual slide reviews were requested, but were not provided by the customer.